Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that the forcetriad delivers current without pressing anything. No patient harm reported.